Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, on 3 occasions, the device were porous. This defect led to numerous manipulations of intubation and extubation on stylet and greatly lengthened the duration of the process creating hypoxia. It was also reported the patient had clinical consequences of tracheal wound, emphysema, and respiratory distress (also caused by covid). Because of the contamination the ett were not kept.